Manufacturer narrative:
After 30 and 12 month follow-up with the patient, wife states that the left sided weakness has fully resolved. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represent one of two products involved with this event which is associated with mfg report #6916099-2008-02434.

Event description:
During the index procedure, post stent deployment, the patient suffered an adverse event of reflex change and hemiparesis on the left side. The patient was diagnosed with a stroke. The onset was sudden. Recovery was partial with minor residual effects. The patient is a male, who was consented to the study in 2008. The patient was asymptomatic. The target lesion location was the mid right internal carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 8.0mm. Target lesion diameter stenosis was 90% with lesion length 30.0. Total length of stented segment was 40.0. Geometry of the target vessel was ulcerated with thrombus present within the lesion. Qualitative lesion calcification was described as moderate and concentric. Vessel tortuosity by visual inspection was mild. Pre-dilatation of the lesion was performed. The final target lesion percent diameter stenosis was 10%. An angioguard distal protection device was used, deployed, and retrieved successfully with no technical problems. There was debris found in the basket upon retrieval of the angioguard device. A precise stent was implanted for treatment of target lesion. After stent placement with the angioguard in place, immediately post-stent deployment, the patient suffered a stroke. There was no malfunction with the stent. Treatment is unknown. The procedure was completed. The patient was discharged two days later, with clopidogrel and aspirin directed.